Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Since this phenomenon occurred about five years after installation, omsc presumed that it was a defective phenomenon that occurred because either the converter unit, the igniter unit, or the main board broke down accidentally, or the xenon lamp itself broke down accidentally, or was used beyond the expected life.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the xenon lamp could not be lit up. The intended procedure was completed with another similar device. There was no report of patient injury associated with the event.